Event description:
It was reported that the health care professional (hcp) requested review of the electrogram (egm) and had concerns of possible loss of capture (loc) on this implantable device. No patient information, device model, serial number, or additional device data were available. Technical services (ts) reviewed the strip and suspected loss of capture (loc) but could not confirmed it. Ts provided reprogramming recommendations. No patient adverse effects were reported. This device remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.